Event description:
There was no patient impact associated with this complaint. On (B)(6) 2012, the patient's spouse contacted animas alleging the subject pump had intermittent power interruptions. The reporter claimed that the alleged issue began after the patient went swimming with the pump. The patient's spouse denied any physical damage to the pump housing. In addition, she confirmed the battery cap was secured to the pump and the yellow o-ring was not visible.

Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2012. Device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: review of the black box and download history revealed power on resets. The battery cap was not returned with the pump for investigation. A new test battery cap was used for testing and was able to be secured properly to the pump. The pump was exercised for 24 hours with the test battery cap securely in place and no power issues were duplicated. The pump cover was removed for investigation and revealed no evidence of moisture or damage to the battery flex or power circuit. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.